Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. No button error or other unexpected alarm noted during testing. No running numbers, ramping numbers on their own or scrolling bar moving anomaly noted. Unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. No moisture damage inside pump noted.

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. Button error alarm was also reported. Customer's blood glucose level at the time 50 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.